Event description:
Healthcare professional reported injecting a patient with skinvive¿ by juvéderm®. Three months later, the patient experienced ¿redness and inflammation.¿ the event was not a delayed reaction, but the "swelling" was localized to one small area in the area the patient had an "infection," deemed not device related. The event was determined to be systemic allergies, deemed not device related. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.